Manufacturer narrative:
Date sent to the FDA: 04/03/2020. Additional h-10 information: events have been reported via medwatches 2210968-2020-00892 and 2210968-2020-02594.

Manufacturer narrative:
Date sent to the FDA: 04/03/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional h-3 summary:received for analysis an empty opened foil, a detached needle and a suture piece of product. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. However, body fluids, no remnant at the barrel hole and marks on the needle that appears to be by the use of a surgical instrument could be observed. In addition, the suture was examined, and the impression of the swage area was not observed due to the end was cut appears to by use of a surgical instrument. According to the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle separated from the suture. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.